Event description:
During the atrial fibrillation procedure, resistance was noted while attempting to advance a brk needle through the sheath. After removing sheath and needle from the patient, needle was pushed through the sheath and a small amount of plastic was noted to have been caught by the needle. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.